Event description:
While using the alcon infiniti ozil phaco hand piece during a cataract surgery, the hand piece began to get heated and hot in the surgeon's hand. No error message alarmed on the machine. The handpiece use was aborted and a new hand piece was placed on device to complete the procedure. A small thermal burn was noted on the pt at point of incision and mitigated by the surgeon at that time.